Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the event onset. On an unreported date, the patient was treated with ceftazidime (every morning, intraperitoneally and dose not reported), cefazolin sodium (every afternoon, intraperitoneally and dose not reported) and heparin (every night, intraperitoneally and dose not reported) for peritonitis. Four days after the event onset, the patient was sent to the operating room. It was reported that the catheter was repositioned and the transfer set was changed. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.